Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported "strong" pain while wearing the adc freestyle libre sensor. Further pain was reported in the customer's lower back and leg where there is a history of metal plate implanted. Hcp contact was made on (B)(6) 2020, and the customer was prescribed oral "lecika pill and oxycodone" for treatment. The customer was also diagnosed with hypoglycemia, however, there is no report of treatment related to hypoglycemia. There was no report of death or permanent injury associated with this event.